Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
(B)(4). The pump was returned to animas and evaluated by product analysis on (B)(4) 2011. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.